Event description:
It was reported that an intravia empty container (250 ml) leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection confirmed the reported condition; an incomplete port assembly in the bag was identified which would result in leakage. The cause was determined to be human error during the manufacturing process. In order to address this condition, an orientation was given to all operators involved regarding the leak. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.